Manufacturer narrative:
The service engineer (se) evaluated the device and reported that the "oxygen device failed" (diagnostic code: 1111) occurred and was also confirmed in the event log. The se reported that the oxygen solenoid valve was replaced to resolve the issue.

Manufacturer narrative:
E1: reporting address state: 23 reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen device failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The suspected oxygen (o2) solenoid valve was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the returned o2 valve operated without any issue with installation into the product investigation lab (pil) standard test bed (stb) gas delivery system (gds). Pil tech could not duplicate failure from the service. Pil tech verified that the returned o2 valve passed all o2 valve testing and high-pressure leak testing. Pil could conclude that no fault was found with the returned o2 solenoid valve, which was sent from the service.